Event description:
Clinical trial. It was reported that 154 days post index procedure, the pt experienced in-stent restenosis, with a subsequent target vessel revascularization (tvr). The index procedure treated a de novo lesion in the proximal rca. The lesion was 3 mm wide, 16 mm long and 60% stenosed. The physician direct stented the lesion prior to placing a 3.0 x 20 mm taxus liberte stent. Post implant stenosis was 0%. The pt was discharged 2 days later on aspirin and plavix. On day 154, the pt experienced 75% focal in-stent restenosis and a tvr. The pt underwent balloon angioplasty, and the event was considered resolved. Residual stenosis was 0% post deployment. The pt was taking aspirin and plavix at the time of the event. In the opinion of the physician, the event was definitely related to the taxus liberte stent. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 8128061 found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. No further corrective action is planned at this time. We will ,however, continue to monitor and trend this type of complaint to order to ensure that there is no compromise with product quality. This particular batch number 8128061 has no associated complaints to date.